Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm noted during testing. The pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). The motor was tested outside of the device and passed. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a scratched reservoir tube window, and a cracked display window. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer was trying to give a bolus when he received the motor error. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that he was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.